Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in aortic position. Approximately 10.5 months post tavr, the patient presented with regurgitation/pvl. The team ballooned the failed valve with a 26mm commander and then decided to place a new 26mm sapien 3 ultra resilia valve inside the pre-existing 26mm sapien 3 ultra resilia valve. As per follow-up with the fcs, it was clarified that the regurgitation was pvl due to recoil.

Manufacturer narrative:
Investigation is ongoing. Device information is unknown.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2 and h11 has been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The complaint for paravalvular leak was unable to be confirmed due to unavailability of relevant imagery/medical records. A review of the DHR was unable to be performed due to unavailability of the valve serial number to determine if a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in aortic position. Approximately 10.5 months post tavr, the patient presented with regurgitation/pvl. The team ballooned the failed valve with a 26mm commander and then decided to place a new 26mm sapien 3 ultra resilia valve inside the pre-existing 26mm sapien 3 ultra resilia valve. As per follow-up with the fcs, it was clarified that the regurgitation was pvl due to recoil." Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.